Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced many glares, halos and the patient's vision was not crisp. Hence the lens was explanted and replaced with another company lens in a secondary procedure. The clinical reason for explant was mentioned as other mechanical complications of lens. Additional information has been received stating that there was no patient harm.

Manufacturer narrative:
The lens was returned on stiff white folded medical sponge material placed inside a sealed non-company pouch. Viscoelastic was dried on the lens. The optic was cut into two pieces, typical of an insertion and removal. One haptic was cracked in the distal area on the posterior surface. A deep, wide scrape mark was observed along the edge of the posterior optic surface with areas of lens material missing within the damaged area. The optic edge has a large area that was broken. The lens material of the broken area was not returned. Both the anterior and the posterior surfaces of the optic had cracks in the shape of an instrument used to grasp the lens. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The explanted lens was returned cut into pieces, typical of an insertion and removal with additional severe optic damage. Each lens was subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the patient had pre-existing ocular condition of esotropia. The multifocal lens was removed and replaced with a non-company monofocal lens, 15.0 diopter. Due to the exchange of a multifocal lens for a monofocal lens, and a difference of one half diopter, this suggests that a monofocal lens may have been an improved choice for the patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).